Manufacturer narrative:
The device was returned for analysis and passed all functional testing. A longevity estimation calculation was performed based on the returned data which determined the estimated longevity is consistent with the device reaching normal end of service. Based on the information received, the issue is attributed to normal battery eri/eol. No product problem was identified.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that elective replacement indicator message was observed on the implantable pulse generator. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.